Event description:
It was reported that the user attempted to start a new libre 3+ sensor, the sensor failed to pair immediately, and a subsequent sensor was successfully applied without effect on blood glucose. Symptoms included none. Outcomes included no impact to health status and no need for medical care. Investigation included customer support troubleshooting and education, along with transfer to the partner manufacturer for sensor replacement processing. Investigation of this case revealed a sensor pairing failure requiring a new continuous glucose monitor. It was concluded that the event involved a device communication or pairing malfunction of the cgm component, and the issue resolved with replacement sensor use.